Event description:
A caller reported difficulty with the pump's quick bolus/wake button, which was hard to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Customer was not with the pump and therefore no further troubleshooting was completed.